Event description:
It was reported to boston scientific corporation in late 2008 that a hydratome rx 44 cannulating sphincterotome was used during an ercp procedure (endoscopic retrograde cholangiopancreatography) performed the day prior, on a male patient. According to the complainant, the sphincterotome was bowed and the cut wire snapped. The case was completed with another hydratome rx 44 cannulating sphincterotome. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration dates are unknown. Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.